Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels (540 mg/dl). Customer was unsure the cause for elevated bg levels. Customer reported they have been in contact with their health care professional regarding the reported issue. Customer delivered a manual injection and changed pump supplies to bring bg levels back to target range.